Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system, implanted with a non boston scientific right atrial (ra) lead, exhibited crosstalk oversensing of atrial signals on the rv channel. It was noted that intrinsic ra amplitudes were rarely captured via daily measurements due to pacing. Review of the presenting electrogram (egm) showed ap [vs] vp, where the [vs] lined up with ap and qrs on the shock channel and the vp did not appear to capture because pacing was delivered into refractory tissue. X-rays were recommended to rule out ra lead dislodgement. Additional information received approximately five years later reported that a ventricular episode was stored where five bursts of anti-tachycardia pacing (atp) and a single shock were delivered for a rhythm that appeared to be supraventricular tachycardia (svt) and farfield oversensing of ventricular signals on the ra channel. It was noted that the farfield signals were much larger than the true p-waves, and technical services (ts) discussed troubleshooting options and programming considerations. This ICD system remains in service. No additional adverse patient effects were reported.